Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test/download with (B)(6) bluetooth device was performed and passed. A review of the bin file was performed and transmitter was not found for serial number (B)(4) within the investigation window. The allegation was confirmed. The probable cause was determined to be a failed transmitter error. The reported event of a pairing failure is reportable based on failed transmitter error. No injury or medical intervention was reported.